Manufacturer narrative:
If the sample becomes available or add'l info is provided, a supplemental report will be submitted. (B)(4).

Event description:
The nurse was trying to remove the stylet when she received a needle stick injury.